Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported personal diabetes manager (pdm) was not functioning properly, displaying only a white screen. As a result, the patient's blood glucose level was over 350 mg/dl and he had to administer insulin injections manually. The patient was subsequently hospitalized due to diabetic ketoacidosis (dka). Symptoms reported include vomiting. Treatment included intravenous fluids, insulin, magnesium and potassium. The patient remained hospitalized at the time of reporting.